Event description:
It was reported that the device had a longevity estimate of two and half to four years and six months later dropped to an estimate of eleven to seventeen months. The battery voltage dropped from 2.962v to 2.892v in the same time frame. There were no measurements out of normal range when the device was interrogated. The patient will be followed closely and rechecked in four months. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.